Manufacturer narrative:
(B)(4)- trocar sleeve difficult to remove. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent an unk procedure on (B)(6) 2010 and a drain was placed. Prior to placing the drain the surgeon had to cut away the trocar sleeve. The plastic is hard to cut and this makes it a potential danger for cutting the nurse or surgeon. The surgeon opines this is a "safe sharps hazard." No adverse pt consequences were reported.